Event description:
A patient treated with portrait psr3 experienced delayed healing and was prescribed biafine. The spots of delayed healing may scar.

Manufacturer narrative:
The patient was seen by a second physician who believed the delayed healing was caused by over treating the patient and using improper technique.